Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported the device had a crack and leaked. A patient was having a gi procedure and was receiving sedation and IV fluids. It was reported the peripheral intravenous (piv) tubing was hooked up to the patient, anesthesia went to push medications through it, the meds and fluid started to spray out of the side of the j loop plastic piece that connects into the medication luer lock cap on it. It was then noticed there was a crack, however, this was not noticed during priming. There were no other devices being used on a patient at the time of event that may have caused or contributed to the event. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Received one (1) used mc33213 smallbore ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue on a vendor supplied part. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Updated information in sections e and g.

Event description:
Received a medsun medwatch uf/importer report # (B)(4) on 06-aug-2025.